Event description:
It was reported that the right ventricular (rv) lead had a warning for low bipolar impedance. This was due to a possible lead insulation issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4558m53 lead, implanted (B)(6) 1996. (B)(4).